Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure. There was no harm or injury reported.

Manufacturer narrative:
The manufacturer previously receiving information alleging a ventilator alarmed for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air path foam had became loose and blocked the blower inlet air path. It was determined the foam had become detached from the adhesive. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation and it was confirmed the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates. In the previous submitted report incorrect coding was provided. The coding is corrected on this report.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator alarmed for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air path foam had become loose and blocked the blower inlet path. It was determined the foam had become detached from the adhesive.